Event description:
N/a.

Manufacturer narrative:
Trackwise # (B)(4).the device was returned to the factory on 06apr2021. Photograph from the site shows that it was shavings from cannula. Shavings piece was not returned for investigation. An investigation was conducted on 24may2021. Signs of clinical use and no evidence of blood was observed. The heater wire was observed to be flexed from the hot jaw due to clinical use, remaining attached at the base and the tip of hot jaw. The silicone of the jaws was also observed to be intact; no visual defects were observed. A mechanical evaluation was conducted. No physical or visual defects were observed when manipulating the blue toggle to retract and extend the cutter blade. An engineering evaluation was conducted that identified the root cause of the "particulates; shavings" provided by the facility. To check the inner lumen in the device, the cannula shaft was opened up and it was observed loose fibers like that from a woven cloth. A microscopic inspection of the cannula inner lumen determined that there were no plastic shavings were found. The loose fibers may have come from the cleaning of cannula by the clinical site prior to the devices return. Based on the returned condition of the device and the evaluation results, the reported failure "peeled; jaw" is not confirmed. Based on the returned condition of the device and the evaluation results, the analyzed failure "peeled; cannula¿ is confirmed due the loose fibers found in the cannula shaft.¿

Manufacturer narrative:
Trackwise ID # (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2, they tested the hp2 tool prior to using and had no issue. They then inserted the hp2 tool in the tool port with the scope already inserted in the harvesting cannula. They inserted into the tunnel and when attempting to go after a branch they noticed a piece of plastic had sheared off the jaw and fell into the tunnel. They were able to retrieve the piece of plastic inside the tunnel so nothing was left inside. They took the hp2 tool out and noticed the shearing of the jaws. They then opened another kit and finished the harvest with no issues.